Event description:
A (B)(6) male underwent rt. Knee revision (s/p rt. Acl reconstruction in 2004), arthroscopic anterior cruciate ligament reconstruction, and partial medial mensicectomy for acl tear (requiring revision acl reconstruction) and irreparable medial meniscal tear on (B)(6)06. A calaxo bio-absorbable tibial interference screw was placed. Post-operatively, he received physical therapy (through (B)(6) /2007) and was followed by the surgeon's office. On (B)(6) 08 he presented to the surgeon's office with signs and symptoms of notch impingement and loss of extension. On (B)(6) 08 MRI of the rt. Knee revealed evidence of calaxo screw non-resorbtion, as detailed below. On (B)(6) 08 pt underwent rt. Knee arthroscopy, notch plasty, rt. Knee removal of screw remnants from rt. Tibia, and rt. Tibial bone grafting. Some fraying/hypertrophy of the posterior cruciate ligament, which appeared due to impingement on the notch area, was noted intra-operatively. Overgrowth of the notch was noted and scar tissue anteriorly, which was debrided. Repeat notch plasty was performed. The debris (remnants of screw) within the tibial tunnel were removed and an allograft was tapped into the tunnel, which was noted to have been enlarged to a significant degree. The pt tolerated the procedure well and was transferred to the recovery room in stable condition. He continues to receive physical therapy.